Event description:
As reported, during set-up before use in patient with this volumeview kit, the thermistor manifold was broken. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Manufacturer narrative:
Based on further engineering investigation, it could be determined that the breakage had signs of excessive rotational force being applied. Therefore, the breakage likely occurred due to over torqueing since the manifold is joint to the t-connector via adhesive and is not meant to be disassembled, tightened or loosened. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One volumeview manifold was received by our product evaluation laboratory for a full examination. The report of "thermistor manifold was broken" was confirmed. The male luer of the t-connector, with swabbable luer sites of volumeview manifold, had been completely broken off. Cross surfaces of broken luer were rough and uneven. Broken male luer and the rest of the manifold was not returned. No other visible damage was observed from returned part. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.